Manufacturer narrative:
The report # 2011158-2016-00048 is associated with (B)(4), biotene original oral rinse (savannah).

Event description:
Just swallowed a little bit due to swallow reflex [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included sjogren's syndrome. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details, this adverse event information was received on 19 september 2016. The consumer reported accidental ingestion of product. The consumer said she just swallowed a little bit due to her swallow reflex. The consumer said she had sjogren's syndrome.